Event description:
It was reported that the device was at eri (elective replacement indicator), despite an (B) (6) 2009 longevity estimate of 8 years. Review of device data showed that the measurement system hardware had locked up. The device was explanted and replaced. It was also reported that there were high right ventricular thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; full lead returned and analyzed. (B) (4) analysis revealed anomalous battery voltage measurements caused by a measurement lock up, resulting in an unclearable eri (elective replacement indicator). The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.